Manufacturer narrative:
Two vials of test strips were returned. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Strip lot no. 50772321 testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Strip lot no. 49682613 testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 10:08 am, the meter result with strip lot 50772321, expiration date 31-may-2022 was 4.8 inr. At 10:18 am, the meter result with strip lot 49682613 was 4.3 inr. At 9:15 am, the laboratory result using dade innovin by siemens reagent was 3.6 inr. The therapeutic range was 2.5-3.5 inr and the patient tests bi-weekly.